Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2014.

Event description:
It was reported that the patient's right ventricular (rv) lead pacing portion was capped and replaced due to an insulation break that was evidenced by oversensing leading to inappropriate therapy, unstable pacing thresholds, and high rv pacing impedance. The patient's right atrial (ra) lead was capped and replaced also for an insulation break that was evidenced by unstable threshold and loss of capture, impedance increase, and oversensing. The insulation breaks of each lead were in close proximity to each other and were encased in scar tissue. The high voltage portion of the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.